Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("there are thousands of us this is happening to, it¿s a 6k+ removal process") and hysterectomy ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: hysterectomy, medical device removal"

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("there are thousands of us this is happening to, it¿s a 6k+ removal process") and hysterectomy ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: hysterectomy, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.